Manufacturer narrative:
The device was evaluated at the customer site by a trained service technician. Functional checks were performed in accordance with established service and troubleshooting procedures. Gas-delivery accuracy, monitoring performance, and all other functional checks performed during the field evaluation were within specification. As part of the investigation, the device log file was reviewed. The log data indicated fluctuations consistent with the hospital's report and confirmed that therapy was continued using the same device. Dose fluctuations occurring when the device is used in conjunction with the bunnell lifepulse jet ventilator are known to arise under low total volumetric flow conditions, depending on ventilator settings and patient characteristics. This failure mode has been previously identified by the manufacturer and is being addressed as part of an ongoing field correction and removal reported to the FDA.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuations in the delivered nitric oxide concentration were observed. The device was being used in conjunction with a bunnell lifepulse jet ventilator (model 203/204). According to the hospital report, the monitored dose fluctuated from approximately 15-25 ppm around a target dose of 20 ppm. Hospital staff elected to continue therapy using the same device. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: bunnell lifepulse jet ventilator (model 203/204): pip 14, r 300, peep 6.